Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Patient's representative reported left side rupture and capsular contracture, baker grade iii. Patient also suffers from depression and anxiety due to the recall of the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5.

Event description:
Patient's representative has reported a rupture of the left device and bilateral capsular contracture baker grade iii. Patient also suffers from depression and anxiety due to the recall. Additional report of "breast asymmetry, shape change and pain and was diagnosed with rupture and capsular contracture baker grade iii-IV and pronounced parenchymal edema on the left". Device has been replaced with non-allergan device.

Event description:
Patient's representative reported left side rupture and capsular contracture baker grade iii. Patient also suffers from depression and anxiety due to the recall of the product. Patient's representative additionally reported capsular contracture baker grade iii/IV. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Depression: unable to observe as it is a medical event that is not related to the device. Anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient's representative has reported a rupture of the left device and bilateral capsular contracture baker grade iii. Patient also suffers from depression and anxiety due to the recall. Additional report of "breast asymmetry, shape change and pain and was diagnosed with rupture and capsular contracture baker grade iii-IV and pronounced parenchymal edema on the left". Device has been replaced with non-allergan device.